Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. D6b - date of explant is unknown.

Event description:
It was reported the patient experienced infection at both the ipg and lead site. As a result, surgical intervention took place a few years ago at an unknown date, wherein the entire system was explanted to address the issue.